Event description:
A physician attempted a right femoral approach for filter implantation. Upon advancing the filter through the introducer the physician met resistance. The right sided anatomy was removed and a second vena cava filter was successully placed. The patient has no adverse effects from the procedure.